Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up and down button on the insulin pump were scrolling when attempting to bolus. Customer stated they were unable to resolve the issue with a battery change. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.